Event description:
Customer reported when the volume to the alarm is turned down the alarm shuts off. Customer did not provide a date when this was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue. The alarm does not shut off when the volume is changed. However, a battery spring is badly bent and there is battery leakage and corrosion on a battery spring. Unit powers up and sounds as it should and unit passes all functional tests. Note: instructions for use state: hold alarm vertically upside-down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).